Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a kink to the hypotube 6.2cm from the handle. Microscopic inspection revealed that the collar is separated, and the polytetrafluoroethylene (ptfe) is still holding the ends together. The tip is slightly flattened. There is blood present inside the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 03jul2019. It was reported that the shaft was kinked. A guidezilla guide extension catheter was selected for a percutaneous coronary intervention. During the procedure, inside the patient, the delivery shaft of was noted to be kinked and could not be used. The procedure was completed with another of the same device. No complications reported and the patient was stable. However, device analysis revealed a complete collar separation.